Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. It was noted that the patient had an unrelated procedure where the ipg was placed in surgery mode. A company representative met with the patient and was able to resolve the issue with troubleshooting.